Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("severe heavy bleeding") and device expulsion ("came out in restroom") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant) with genital haemorrhage, 5 months 23 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and adnexa uteri pain ("severe pain in ovaries/ovaries still in pain/still in pain"). At the time of the report, the genital haemorrhage, device expulsion, abdominal pain and dyspareunia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, adnexa uteri pain, device expulsion, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2014. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe heavy bleeding') and device expulsion ('came out in restroom') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion (seriousness criterion medically significant) with genital haemorrhage, 5 months 23 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("severe pain in ovaries/ovaries still in pain/still in pain"), abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). At the time of the report, the genital haemorrhage, device expulsion, abdominal pain and dyspareunia outcome was unknown and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, adnexa uteri pain, device expulsion, dyspareunia and genital haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2014. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received: reporter was added, no new clinically significant information were added. Fu marked signi due to harmonization of imrdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.